Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned instrument found it to exhibit signs of repeated use (nicked/gouged) and that it has fractured on the lateral side of the post. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a fractured instrument was received via the worn instrument return program. There was no reported patient involvement. Attempts to obtain additional information have been made; however, no more is available.